Manufacturer narrative:
Initial and final MDR (B)(4), device 3 of 3. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced infusion set damaged event on 30-oct-2024 due to tubing was cracked. The infusion set was in use for 1-2 days. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information available.